Manufacturer narrative:
The customer reported that a black speck was observed in the drip chamber, and returned a photo of material dyndtn0512, lot 25017404. Upon initial visual examination, the set verified the complaint of foreign matter within the drip chamber. The drip chamber is a supplied part, and the investigation was forwarded onto the supplier. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier investigation found no root cause for the black speck issue. We cannot confirm the defect to be embedded within the plastic without a physical sample investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set had foreign matter. The following information was received by the initial reporter with the following verbatim it was reported by customer that a black speck imbedded into plastic of buertrol of IV gravity sets observed.